Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post laminectomy syndrome. It was reported that the stimulator was removed because it was very old and had started to rub their inside. It was noted to be replaced with a stimulator model that the patient believed was smaller. No further complications were reported.